Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was removed. Reportedly, the patient had cellulitis in his leg that spread to the scs ipg pocket site. The patient's physician removed the scs system as a precaution. Reportedly, the patient was hospitalized for a week and treated with antibiotics. In addition, culture taken was negative for infection.